Event description:
On (B)(6) 2012, it was reported that the patient is scheduled for removal of the vns and that the patient is symptomatic. The patient was scheduled for x-rays. The patient's mother reported that she has a cough and pneumonia a month ago and that when the patient reaches out, it is very painful. The patient had vns implanted about 8 years ago and is now having episodes of bradycardia and is also grabbing at the site. It was noted that the physician plans to turn off the vns. Good faith attempts for further information from the nurse practitioner have been made but have been unsuccessful. The patient underwent vns explant surgery on (B)(6) 2012. Attempts for the return of the explanted product are underway but they have not been returned to the manufacturer to date.